Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16sep2019. The field service engineer (fse) evaluated the device and verified the reported condition. The speaker assembly was replaced to address the issue. The ventilator passed all testing and operated within the manufacturing specifications. The speaker assembly was returned for evaluation. Conclusion / root cause: the electrical open in the speaker created the primary alarm failure. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator generated an alarm relevant to "check vent: primary alarm failed". It is unknown if the ventilator was in use on a patient at the time of the reported event. Multiple attempts were made to retrieve the patient involvement information; however, no response was received.